Event description:
Information received from the field does not address the patient's clinical status but notes that a transtelephonic monitor observed voo behavior though the device was previously programmed to ddd. When the patient was seen clinically, the device was difficult to interrogate. When telemetry was established, the device was in vvi and exhibited dashes (---) and measured battery data was 2.53v, 16ua, 9 kohms.